Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 600 mg/dl range for an unknown reason. The customer stated that he was a brittle diabetic. Three of his blood glucose readings have been in the 600 mg/dl range even after receiving insulin through the insulin pump. The customer stated that the insulin pump is working and that it could be his body that is causing the high blood glucose. The customer had been throwing up the last few days; he was unsure if the vomiting was caused by his potassium, or blood glucose, or the food he was eating. The customer declined to speak to the 24-hour product helpline. No products were returned or replaced at this time.